Event description:
Reporter indicated that vns pt has experienced seven stroke-like episodes in the last two years, but that CT scans were done and showed that no stroke actually occurred during any of these episodes. The episodes, one of which the pt is currently experiencing, are characterized by slow speech and not being able to walk. Treating neurologist reportedly does not know what is causing these episodes. Report is incomplete because no response has been received to manufacturer's requests for additional information from treating neurologist. Additionally, no response has been received to manufacturer's attempts to confirm whether the pt is still implanted with her original generator or whether she has undergone generator replacement surgery.